Event description:
The patient reportedly was admitted into the hospital for non-device related event. It was observed that the patient's device has extruded through the skin flap. System link capability was verified. The patient's c1 device was explanted due to unresolved infection (etiology not given).